Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with blood glucose reaching 374 mg/dl for over 10 hours after the pump ran out of insulin overnight; the user planned to change supplies and inquired about administering subcutaneous insulin by pen after disconnecting from the system. Symptoms included nausea and vomiting. Outcomes included no professional medical intervention and no hospitalization. Investigation included a review of device history, user interview, and troubleshooting and education with the user. Investigation of this case revealed user management of supplies and an interruption of insulin delivery overnight. It was concluded that hyperglycemia occurred with cause unclear due to user-reported lack of insulin delivery overnight, and the event was addressed through troubleshooting and education.